Manufacturer narrative:
The device manufacture date is unknown. It the site reported the patient has developed neurologic problems and was admitted to a neurologic center. It is not known if the patient's outcome is related in anyway to the use of this medtronic product. The reporting facility had disposed of the product in question, and did not record the lot number. Any missing or incomplete data on form 3500a is result of information not being provided or released by the reporter despite attempts to obtain the required information. The product is used for treatment and not for diagnosis

Event description:
The facility reported approximately ninety minuets into a thyroidectomy the patient encountered a major bronchospasm with hypoxia which reportedly lasted for several minutes. In addition, the patient developed lung edema. The anesthesiologist stated patient was properly intubated. The facility did not report if the patient had any pre-existing conditions prior to the procedure. No additional informational for this event is available at this time.